Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported awhile back electrocautery was used and it damaged the patient¿s device. The hcp had no further information. The hcp did not know what type of electrocautery was used or if stimulation was left on when the patient had surgery. There were symptoms reported. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Event date is approximate with month/year validity. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient they were told that a lot of cautery was used during an unrelated surgery for an unrelated bladder cancer which was performed at the end of (B)(6) 2018 and they have had no continence since the surgery. The patient noted they had good symptom control before the surgery. There were no further complications reported/anticipated.